Manufacturer narrative:
The received device had the cannula assembly deployed. Blood was observed on the adhesive pad, the formed needle was visible in the exposed portion of the soft cannula, and the tip of the exposed portion of the soft cannula was damaged at the tip of the exposed needle. The long link of the linkage assembly was found slightly bent, broken at the pivot and detached from the short link. The mechanism spring was not held by the mechanism spring crimp on the short link. The mechanism crimp was found bent. Damage to the chassis was found, coinciding with the bent mechanism spring crimp. These damages to the linkage assembly resulted in a failure to retract the formed needle after needle fire, damage to the tip of the soft cannula and led to bleeding to occur at the infusion site. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours on the leg. Patient also had bleeding at the insertion site.